Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the subject device and found play in the angulation knob, insufficient angulation, and partial missing of the adhesive at the edge of the bending section rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, unspecified microbes were detected from the sample collected from the subject device. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with a non-olympus automated endoscope reprocessor, endoclens neo, using phtharal. There was no report of infection associated with this report.